Manufacturer narrative:
On june 23, 2021, mentor received additional information indicating that the patient only had capsular contracture on the right breast and that upon removal of the implants, the left breast implant was actually intact. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had undergone bilateral removal on (B)(6)2020 and also bilateral replacement with the following devices: (left) 525cc mentor memorygel breast implant catalog: 3505251bc lot: 9433610 sn: (B)(6) and (right) 550cc mentor memorygel breast implant catalog: 3505501bc lot: 7571470 sn: (B)(6) since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, breast pain, hardness, burning. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a (left) 400cc mentor memorygel breast implant and a (right) 425cc mentor memorygel breast implant, suffered bilateral breast implant ruptures, breast pain, hardness and burning, post-operatively. MRI taken on (B)(6) 2020 showed evidence of bilateral ruptures with contained leaks along anterior of both breast implants and with more pronounced on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.